Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the esc button was sticking and responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump had loud and unusual grinding sound. Insulin pump had diminished battery life. Customer stated that the battery cap was worn. The insulin pump will not be returned for analysis.